Event description:
It was reported that the atrial lead showed frequent pacing spikes. Intermittent capture and undersensing were also seen in the atrial. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.